Manufacturer narrative:
This report is in reference to mfg report number 1218950-2026-000003. The device was received for evaluation; therefore, a supplemental report was deemed necessary. Investigation summary and coding have been updated accordingly. Analysis was performed at the philips authorized repair facility. The results of the analysis indicate the device was not able to power on due to missing battery contacts, so the speaker was not able to be tested in the unit; however, there was sound when the speaker was connected to the mt56060 tool. Based on the results of the analysis, it was determined that the product has malfunctioned; however, the cause of the reported problem was not able to be confirmed, as the speaker was able to produce sound. This was an exchanged device; therefore, the decision was made to scrap the device rather than repairing it. Based on the information available, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mx40 802.11a/b/g indicating that a speaker malfunction was displayed and there was no sound coming from the device. The device was in use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer was provided the information to return the device to bench repair, however, as of (B)(6) 2026, there is no evidence that the device has been returned. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined. The product malfunction was unable to be confirmed because the customer did not return the device. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.